Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: piston syringe. Medical device type: fmf. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe), PMA / 510(k)#: k951254 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd safetyglide¿ shielding hypodermic needles had visible cracks on their syringes that leaked vaccine medicine. The following information was provided by the initial reporter: "diluent was drawn up and being injected into pfizer covid vaccine vial. Writer noted drops of fluid appearing on outdid of syringe from vertical crack visible/palpable on syringe. Consequently, six (6) doses of vaccine was discarded as unsure of exact amount of diluent that had been injected into vial."

Manufacturer narrative:
H6: investigation summary: one loose 3ml syringe with an opened and empty blister pack from batch 6305556 (p/n 305924) were received and evaluated. It was observed that there was a lengthwise crack inside the grad lines extending from the 1ml marking to the 2ml marking. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 6305556 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 6 bd safetyglide¿ shielding hypodermic needles had visible cracks on their syringes that leaked vaccine medicine. The following information was provided by the initial reporter: "diluent was drawn up and being injected into pfizer covid vaccine vial. Writer noted drops of fluid appearing on outdid of syringe from vertical crack visible/palpable on syringe. Consequently, 6 doses of vaccine was discarded as unsure of exact amount of diluent that had been injected into vial."